Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 31-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 486 mg/dl after an incomplete supply change. The user remained connected to the device and insulin delivery resumed as glucose levels began trending downward. No outside medical intervention was required.